Event description:
On (B)(6) 2020 at approx. 7:00pm, my mother checked her sugar using a one touch testing kit. That gave her a reading of 270, so she took the corresponding amount of insulin. Her sugar then crashed. She was sweating, shaking, had blurry vision, and felt like passing out. We tried to get the sugar back up, but because she had taken so much insulin it kept going way down. We called 911 and by the end of it we figured out that the one touch testing device she was using was going false results. As much as double what the ambulance testing kit was getting. We did numerous tests with the one touch the ambulance tester and another older testing kit I had to go buy strips for. Long story short my mother could have died from taking too much insulin because the one touch machine gave false readings. We almost couldn't get her sugar under control and imagine if she had taken even more insulin because the machine was broken. We got the one touch about a month ago and she just started using it last week. FDA safety report ID # (B)(4).